Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2021-01354. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, pain, mental anguish, emotional distress, fear, physical impairment. Filter interacts with ivc wall, e.g. Penetration/perforation/ embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, mental anguish, emotional distress, fear, physical impairment is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2012 as prophylaxis prior to surgery. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "physical pain, mental anguish, emotional distress and physical impairment in the past and these issues continue as patient fears that the filter may fracture, migrate and perforate sic other organs and cause serious injury or death."